Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations. Diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 21.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6) 2013. (B)(4) 2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
MFR report # should have been 9614546. All pertinent information available to abbott medical optics has been submitted. Placeholder .

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts could be found. Due to the condition of the lens, the diopter value could not be evaluated. Conclusion: the iol passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process.

Event description:
It was reported that the patient complained of blurry vision and glare following implant of the intraocular lens, (iol) in their left eye. The lens was removed after approximately two (2) months. The lens was replaced with a monofocal lens and the patient was reportedly doing well.